Manufacturer narrative:
Approximate age of device - 3 years, 5 months. The replaced portion of the percutaneous lead (driveline) were received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that high powers, flow and speed reduction were observed on (B)(6) 2018. The log file was send for evaluation. The manufacturer¿s technical services representative reviewed the submitted log file and observed pump stoppage while the device was attached to the power module. The patient has gained about (B)(6) lbs. Since the device implantation. The x-rays analysis showed shield damage at the end of the external bend relief. On 16may2018, the manufacturer¿s technical services representative performed a distal end percutaneous lead (driveline) replacement. The entire external portion of the driveline was replaced with no issues. A dried substance like sand was found under the silicone jacket all along the driveline. The device was placed on a grounded patient cable after the replacement and the alarms did not return. No additional information was provided.

Manufacturer narrative:
The replaced segment of the percutaneous lead (driveline) was returned for evaluation. Evaluation of the submitted log files confirmed the report of a pump stoppage on (B)(6) 2018, corresponding to a power elevation along with alarms for low speed and low flow hazard. Based on previous complaint experience, the captured events appear consistent with a potential driveline issue; however, a specific cause for the pump stoppage and power elevation could not be conclusively determined through the evaluation of the returned portion of the driveline. Approximately 20.5 inches of the external portion/distal end of the driveline was returned. Visual examination of the outer silicone jacket did not reveal any signs of tears. The outer jacket was removed and visual examination of the bionate did not reveal any signs of tears or damage. Prior to removal of the bionate layer, the driveline was tested for electrical continuity and did not reveal any discontinuities or shorts. The bionate layer was removed and visual inspection of the metal braided shield showed breakdown approximately 2 and 3.75 inches from the controller connector. The metal shielding was removed and visual inspection of the underlying wires did not reveal any signs of insulation breaches. The driveline was submerged in a saline bath for high potential testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. The patient remains on vad support and no further related events have been reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.